Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that since implant, impedance have been high on the rv to svc and svc to can. Loose setscrew or connector problem was suspected. Physician decided to turn off the svc portion of the lead. System remains implanted.